Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit is showing electrical test failure #52 error continuous beep.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse observed the system showing electrical test failure #52. The fse discovered an issue with the front end board. The fse replaced the front end pcb (0670-00-0668). The iabp was returned to the customer in working condition.

Event description:
It was reported that during a routine check performed by the biomedical department, the cs100 intra-aortic balloon pump (iabp) was displaying electrical test failure #52 with a continuous beep. There was no patient involvement.